Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that the tip of an ar-1408lp reamer broke inside the patient, the patient was not affected or harmed. The surgeon was able to remove the pieces from the patient and the case was completed successfully. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative provided the following information via email: this event occurred during a distal biceps repair procedure on (B)(6) 2022. The case was completed as stated and the surgeon was happy with the repair. The bone quality of the patient was good.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tips of the reamer had fractured off during the procedure. Device testing could not be performed due to the damaged of the device. The cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.